Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified and tortuous mid lad lesion exhibiting 95% stenosis. No damage to device packaging and no issues removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the stent did not pass through a previously deployed stent. Resistance was encountered during delivery and no excessive force used. The stent was unable to cross the lesion and during positioning the stent became deformed, there was a raised strut. It was reported that removal difficulties were encountered. The entire system was removed and replaced with a new one. The lesion was treated with pre-dilation. The procedure was not completed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.